Event description:
It was reported that the procedure was cancelled post patient sedation. A lspro was selected for use in an atrial fibrillation procedure. Local anesthesia was administered to the patient. The lspro was not connected correctly by the user during preparation and the procedure was cancelled.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the procedure was cancelled post patient sedation. A lspro was selected for use in an atrial fibrillation procedure. Local anesthesia was administered to the patient. The lspro was not connected correctly by the user during preparation and the procedure was cancelled.